Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that an error displayed at start-up and the media processing unit board was therefore replaced to resolve. Analysis was unable to confirm the customer comment that the printer was not working properly, however, it was replaced as a preventive measure. It was also noted that the stylus cable jacket was damaged, so the stylus was replaced and calibrated to resolve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message upon start-up. It was further reported that the programmer's printer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer displayed an error message upon start-up. It was further reported that the programmer's printer was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.